Event description:
Philips received a remote alert that the ippc failed to startup due to a memory issue. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and identified memory and disk bay issue. A review of the system logfiles found ippc memory error. The defective geo ipc was returned for analysis, and it was concluded that the hdd was missing. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the ippc, geo pc, host pc and calibrated the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.